Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock which resulted from oversensing during an elevated heart rate. An exercise stress test will be performed at a later date. No adverse patient effects were reported. It was reported that this patient was in the emergency room for symptoms related to a heart valve infection, lymphoma and fluid. An inappropriate shock was delivered due to rapid atrial fibrillation (af), low amplitudes with oversensing. A similar episode occurred the day prior but resolved before a shock was delivered. Appropriate sensing was observed when the patient was in normal sinus rhythm; however, the morphology changed when the patient was in af. The other two vectors were not viable options. Therefore, the physician increased the rate zone. The patient will be monitored through regular follow up visits. No adverse patient effects were reported.